Event description:
It was reported that during a pediatric laparoscopic appendectomy procedure the device was loaded with a white cartridge. The device fired partially and then the cartridge fell out of the device and into the patient. Minimal bleeding occurred, there was no blood transfusion given. The cartridge was retrieved through the trocar. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.